Event description:
It was reported that when this pacemaker patient bends over his heart rate increases to 120 beats per minute thought to be due to the respiratory rate sensor settings. The field representative lowered the minute ventilation rate to try to optimize therapy for this patient, however the patient is feeling worse during his daily activities. Technical services discussed programming options. This device remains in service. No adverse patient effects were reported.